Manufacturer narrative:
(B)(4). Implant date: sometime in 2003. Concomitant medical products: unknown ¿ lock ring ¿ unknown, unknown ¿ liner ¿ unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03890, 0001822565 - 2018 - 03891.

Event description:
It was reported that patient underwent right hip revision surgery approximately 5 years post implantation due to stem fracture. During the procedure, it was decided that the liner and ring loc would also be revised for unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03887 - 1 0001822565 - 2018 - 06456 complaint sample was evaluated and the reported event was confirmed. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Surgical notes were not provided. X-ray review identified radiolucency along the shell and proximal femur, especially near greater trochanter. The cup was identified as oversized. The stem was confirmed fractured. Femoral stem collar does not contact the bone of the proximal femur, rather, there is a gap between the femoral collar and medial calcar. Stress shielding of the proximal femur and varus malalignment of the femoral stem are risk factors femoral stem prosthesis fracture. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.